Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that the connector pin was loose. The patient reported that when they plug in the connector pin into the recharger the recharger screen remains blank and won't show it is charging until they wiggle the connector pin around. The patient reported charge level on implant was not increasing and indicated they have always been able to get 8 coupling bars but still hasn't been able to charge up past 25% so they are unable to turn their implant on. Patient was advised to start a charging session and ins was off. The patient had 6 then 8 coupling bars and the first 25% of the ins was charging. The patient checked their programmer and it showed implant battery needed charging. Patient indicated they have been charging since (B)(6) and yet is still had not progressed in charge level. No further complications reported and/or anticipated at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.